Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an implant pocket infection. On (B)(6) 2019, the pacemaker was explanted and used as an external pacing device. On (B)(6) 2019, the pacemaker was replaced successfully. The patient did not experience further adverse events and was in stable condition post procedure.